Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. Customer was able to clear the alarm but they did not received the request to rewind pump. Customer had received multiple battery out limit alarms when batteries was out of the pump for less than one minute. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Customer complaint notes, stated battery out limited. Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limited alarm anomalies noted. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.